Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The advocate stated her mother received a blood glucose reading of 600mg/dl on the contour meter and was re-tested on a meter at the pharmacy with a reading of 180mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer used all of the strips. Unable to retrieve reagent information but meter information was provided. Customer was to receive a new meter.